Manufacturer narrative:
(B)(4). The device is currently shipping from the user facility to (B)(4) for investigation. A follow up report will be provided when the examination results become available. (B)(4).

Event description:
As reported by the user facility (translation of user facility information by (B)(4)): over infusion: pump over infused by 4 hours when therapy was supposed to complete in 8 hours. Histories are included in folder. Pump to return back to customer after investigation.